Event description:
Pt 1 initial calcium result of >20.0 mg/dl, repeat 8.7 mg/dl. Pt 2 initial calcium result of >20.0 mg/dl, repeat 9.2 mg/dl. Pt 3 initial calcium result of >20.0 mg/dl, repeat 8.8 mg/dl. Pt 4 initial calcium result of >20.0 mg/dl, repeat 8.8 mg/dl. Pt 5 initial calcium result of >20.0 mg/dl, repeat 7.6 mg/dl. Pt 6 initial ck result of <0 u/I, repeat 149 u/l. Initial results were not reported. The field service representative determined the cause to be a defective sample valve / r1 reagent probe loose. The instrument was repaired. Performance check tests were performed and within specification. The user reports no further occurrences.